Event description:
Additional information was received from the manufacturer¿s representative (rep) and it was reported that no cause was determined of the bent lead. The rep reported that the lead was bent without the stylet in it when looking at it. The rep reported that the lead would be returned soon.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that, during implant, the lead was not going in appropriately and appeared defective on xray. When taken out, the lead was going a different angle than the stylet and had a peculiar bend to it. A new lead was then opened and placed. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.